Event description:
Original analysis determined that the complaint applied to the remedial action exemption. During the failure investigation on 02/21/2007, the failure of no audio was confirmed. The failure was isolated to the main pcb. There was no pt harm reported.